Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the screen becomes noised due to a faulty contact of the electrical part. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device screen becomes noised during set up/inspection for use. There were no reports of patient involvement.